Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with a false occlusion alarm was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.